Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) over 500 mg/dl; cause was unknown. Water was consumed and manual injections were administered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.